Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited noise with oversensing was observed on the atrial and ventricular channels, and this noise may have been attributed to electromagnetic interference (emi). The patient was also admitted to the hospital for an unspecified reason. In addition, review of past interrogation data revealed a signal artifact monitoring (sam) episode from (B)(6) 2020 where the minute ventilation (mv) feature had been disabled. This pacemaker remains in service. No additional adverse patient effects were reported.